Manufacturer narrative:
This lead was discarded and is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system, exhibited high out of range pacing impedance measurements. A revision procedure was planned; however initially unscheduled. The brady right ventricular (rv) lead was a competitor product. Additional information was received that the revision procedure later took place. During the revision, the competitor brady rv lead was removed and the physician considered removal of a previously abandoned lead boston scientific right ventricular lead however, sited unsafe concerns after attempting to use this chronic lead (0128) as a guide for the new rv lead, and moved forward with only attempting to implanting a new rv lead per standard implant processes. During rv lead placement, the patient's heart rate and blood pressure dropped. A pericardial effusion was ruled out via an echocardiogram image and visually the physician stated the patient's heart looked fine. A thoracotomy was then performed and an external shock delivered to stabilize a fast sinus rhythm. A cardiac resynchronization therapy defibrillator (crt-d) was implanted in the abdomen and competitor epicardial leads placed; all post-implant measurements confirmed to be within normal ranges. As the physician was closing the thorox to conclude the procedure, the patient again exhibited a drop in pressure, followed by CPR and a crt-d device shock. Post shock pacing was confirmed and over the next 25 minutes, an additional six system shocks were delivered. All shocks were effective however the physician elected to place a life support system. The procedure was concluded after the patient was confirmed stable. The chronic (explanted) ICD and the attempted implant rv lead, were both discarded and the chronic leads surgically abandoned. Four days post revision, the patient passed away. The field reported the death was unrelated to the revision procedure; however no cause of death provided. No return of product is expected.